Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during introduction of the procedure, the snare loop would not fully extend and, further, it would not cut through tissue multiple times. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during introduction of the procedure, the snare loop would not fully extend and, further, it would not cut through tissue multiple times. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on august 31, 2014: there was no failure to cut a tissue using this device. This is no longer considered a reportable event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event wire loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.